Manufacturer narrative:
Investigation summary: it was reported the syringes had bad impressions. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show syringes with black specks that appear to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 301035, lot number 2089265. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd syringe 60 ml ll bns the scale markings could not be read. This occurred 75 times. There was no report of patient impact. The following information was provided by the initial reporter: bad impression: 75 pieces.